Manufacturer narrative:
The hill-rom technician found the head up and down valves were contaminated. The head up and down valves were cleaned and reinstalled and the bed functioned to specifications.

Event description:
Information received indicated the head section would not raise.